Event description:
It was reported that during an open umbilical hernia procedure, two mesh products, a ventral patch 6.6cm and a ventral patch 8cm were found to be damaged in the operating room prior to use. Specifically breaking if not unfolded in one go. Both devices were never implanted and the appearance of the mesh was described as normal. The product was replaced by another manufacturer's product. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: pco8vp, pco8vp pco ventral patch 8cm x1 (lot#:pzc2373x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6 (fdp, imf code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.